Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose se device after an unspecified procedure. Reportedly, an unknown device failure occurred with two starclose se devices. The method of achieving hemostasis is not specified. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The exact date of occurrence is not known. The estimated date was entered as (B)(6) 2015. The other starclose se device is filed under a separate medwatch MFR number. Evaluation summary: the device was returned for evaluation. Although, a specific failure mode was not reported the condition of the device noted the clip was caught at the distal end of the stretched sheath and the vessel locator wings had been collapsed but were bent, which confirms an unspecified device failure occurred. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. Fourteen unused sterile starclose devices with lot number, 40911k1, were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.